Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6)2025. According to the patient, on (B)(6)2025, she felt dizzy, so she called 911. The ambulance arrived and took the patient to the emergency room. The nurse checked her glucose levels, and the bg was 31 mg/dl while the cgm was 61 mg/dl. The patient could not recall what medication she was treated with. The patient was hospitalized for 3 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.